Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 2000 ohms. A lead safety switch (lss) was triggered, noise and two to three seconds of pacing inhibition were noted. The patient was hospitalized, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 2000 ohms. A lead safety switch (lss) was triggered, noise and two to three seconds of pacing inhibition were noted. The patient was hospitalized, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.